Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 4.3 mmol/l (system 1) and 1.8 mmol/l (system 2). The same test strip lot number was used for meters and results. While sleep walking, the patient injected insulin at night and experienced hypoglycemia. Mother of patient contacted the ambulance. The paramedics were able to stabilized the patient using "glucogen or glycoside". The patient was not transported to the hospital and stayed at home to recover. During the event, the result comparison was taken while the patient was unconscious.